Event description:
It was reported that a user on her first night of ilet use experienced hyperglycemia after a high-carbohydrate meal entered as a usual meal announcement; the ilet displayed 258 mg/dl and rising while a fingerstick measured 302 mg/dl, leading to a calibration entry and subsequent infusion site removal and replacement attempt, after which the user elected to disconnect and administer a subcutaneous insulin injection. Symptoms included hyperglycemia. Outcomes included use of a manual insulin injection and temporary discontinuation of pump therapy. Investigation included customer-care troubleshooting and education regarding meal announcement accuracy and early-use glycemic variability, along with guidance on calibration and infusion-set assessment. Investigation of this case revealed user-related factors, including likely underreporting of meal size and interruption of infusion due to site removal, contributing to elevated glucose. It was concluded that the device functioned as designed and that the event was attributable to use-related conditions and infusion-site management rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.